Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the initial report was submitted. The product was not returned for investigation. Per the clinical information provided, the root cause of the access site bleeding was most likely due to anticoagulation management.

Manufacturer narrative:
The impella device was discarded and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported that following implant of an impella cp pump, the 79-year-old female patient developed a hematoma at the access site. Manual pressure was initially utilized at the site followed by application of a sand bag to maintain said pressure. Due to the condition, the utilization of heparin was halted and the site was monitored until the hematoma improved. Support was maintained throughout the event.